Event description:
After the nurse inserted the IV catheter, the infusion connector and infusion set were attached. The IV flow was obstructed. Both infusion devices were removed, revealing that the infusion connector tubing was blocked.

Manufacturer narrative:
A 2000e china product was not available for investigation of (B)(4); however, in this instance the lot number provided was incorrect. The feedback provided by the customer states that, " the IV flow was obstructed". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, however, in this instance the lot number provided was incorrect and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.